Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller had notes that patient had history of an scs system. Caller read notes that patient had nine surgeries for scs placement, trials and "re-dos". Tss reviewed registration information that patient didn't have history of mdt scs system and to check with out manufacturers.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that (B)(6) 2010, stimulator inserted and leads to help low back. (B)(6) 2012 -stimulator removed due to battery rubbing against patient's ribs and pelvis because their back was bending to the right. Patient unsure of the serial number. If the doctor did not remove leads at the time they would have been removed in (B)(6) 2013 when he placed another brand neurostimulator in, with leads in the same area of their back.